Event description:
The customer reported that intermittently the c-arm up/down movement does not work properly. Unit is in running condition. No pt injury reported.

Manufacturer narrative:
The ge service rep troubleshoot the system and found a px3 power supply for the c-arm up/down motion is not working properly. She replaced power supply ps3.